Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming test. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer checked the alarm history and once again received both motor error alarm and no delivery alarm. Customer received motor error alarm more than once in a 30 day period. Customer advised they were able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.